Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the wire bent up and out of the device below the level of the catheter and was not able to appropriately thread past the catheter. Device capped back and placed into a biohazard bag with the product label on it. No patient harm or injury occurred, as catheter and wire was checked before using on the patient. No other information was provided.

Event description:
It was reported the wire bent up and out of the device below the level of the catheter and was not able to appropriately thread past the catheter. Device capped back and placed into a biohazard bag with the product label on it. No patient harm or injury occurred, as catheter and wire was checked before using on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bend in the guidewire is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned accucath ace showed no obvious use residues throughout the returned device. It was observed that the guidewire was bent just distal of the pink slider at the proximal end of the device. A functional test of attempting to advance the slider revealed the guidewire would not advance as the bend would inhibit its movement. A functional test of attempting to advance the guidewire while holding the bend down into the housing of the accucath ace revealed the guidewire would partially advance before getting caught by the bend in the guidewire. A functional test of removing the catheter from the needle and attempting to safety the needle revealed the bend in the guidewire inhibited the ability to safety the needle. During functional testing, no blood use residues or other unknown residues were observed along the guidewire. A microscopic observation of the returned device showed nothing remarkable along the distal needle tip. The distal coil of the guidewire was observed to be intact. Because no obvious use residues were observed throughout the accucath ace but the product was returned opened, the complaint of a bend guidewire is confirmed without a known root cause. This complaint will be recorded for future trending and monitoring purposes.